Event description:
Baxter reported a minicap transfer set was leaking from the pt connector connection to a titanium adapter during the first exchange with this transfer set. No pt injury or medical intervention was associated with this incident.